Manufacturer narrative:
Manufacturer¿s investigation conclusion no direct relationship between the left ventricular assist device (lvad) and the reported multi-system organ failure could be conclusively determined through this evaluation. Multiple requests for additional information regarding this event and the disposition of the device were sent to the account; however, no response was received. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to multi-system organ failure (msof). Additional information was requested but not provided.